Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the gastrointestinal videoscope had a b30 error (scope communication error). The issue was found during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection. The reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image had noise, white residue on air/water channel, white residue in jet tube also known as auxiliary water channel. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. Also, for white residue on air/water channel, white residue in jet tube, the most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.